Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During a follow up, it was noted that the left ventricular lead impedance was around 3000 ohms. The ICD was replaced due to normal eri and the physician decided to keep the left ventricular lead as measurements were normal with the new device. The patient is in stable condition.